Manufacturer narrative:
The reported event was confirmed through the service evaluation process.

Event description:
It was reported that the c hook broke off of the clamp of the navlock universal tracker during testing at the user facility. No patient involvement, no adverse consequences, no medical intervention, and no surgical delay were reported with this event.

Event description:
It was reported that the c hook broke off of the clamp of the navlock universal tracker during testing at the user facility. No patient involvement, no adverse consequences, no medical intervention, and no surgical delay were reported with this event.